Manufacturer narrative:
Corrected information: adverse event report type was changed from "adverse event" to "enter your selection here." Outcomes attributed to adv ev was changed from "required intervention to prevent permanent impairment/damage (devices)" to "n/a." Event description was changed from: "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 10 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00038." To "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions located in the left popliteal artery. Originally, two complaints were filed due to limited information of how many devices were used to treat the target lesions. Upon the discovery that only one lutonix dcb was used to treat the two target lesions, the complaint record was updated to reflect this change. Thus, information obtained in the source documentation nullifies this complaint because it states only one lutonix dcb was used in the index procedure. Therefore, this complaint record is a duplicate. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00038." (B)(4). Analysis was changed to reflect that there was only one sample. And this statement was added "there was only one sample used for the procedure, therefore, the second sample doesn't exist." Conclusion: the conclusion was corrected to state that there was no investigation completed and that the second sample did not exist, due to only one device being used in the index procedure. The following statements was removed from the conclusion "the investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons." Analysis: the sample was not returned to the user facility; therefore, a device evaluation was unable to be performed. A lot history review and a device history record (DHR) review were unable to be performed, because no investigation was needed. There was only one sample used for the procedure, therefore, the second sample doesn't exist. Conclusion: the actual sample was not received for evaluation because there was not a second sample. Therefore, the product identifiers (lot and catalog number) were not obtained because an investigation was not performed. The investigator assessed the event was not related to the study device or procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions located in the left popliteal artery. Originally, two complaints were filed due to limited information of how many devices were used to treat the target lesions. Upon the discovery that only one lutonix dcb was used to treat the two target lesions, the complaint record was updated to reflect this change. Thus, information obtained in the source documentation nullifies this complaint because it states only one lutonix dcb was used in the index procedure. Therefore, this complaint record is a duplicate. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00038.

Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review and a device history record (DHR) review were unable to be performed, because the lot and catalog numbers were unable to be obtained from the facility. Conclusion: the actual samples were not received for evaluation. The product identifiers (lot and catalog number) were unable to be obtained from the user facility. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 10 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Although requested from the facility, the catalog and lot number were not available. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00038.